Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the patient began treatment with vancomycin (1 gram, intraperitoneal, frequency, and duration not reported) and injection amikacin (120 milligram, intraperitoneal, frequency and duration not reported) for peritonitis. The action taken with dianeal therapy was not reported. Patient outcome was unknown. No additional information is available.